Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the battery in patient's back, drains so fast. Patient was not sure if it is normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.